Event description:
It was reported that the customer was hospitalized due to high blood glucose of 525mg/dl. The mother stated that the customer woke up in the morning and the insulin pump alarmed no delivery. It was stated that the customer was in his way to change the infusion set and he became nauseous, then the customer went to the hospital. The caller also mentioned that the device had missing segments. The battery was changed and the display still did not return to normal. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding on the lcd glass. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33, and no delivery tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.